Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician placed a drain to manage the bleeding and then brought the patient back into the operating room for hematoma evacuation. Physician irrigated the neck pocket with antibiotic solution, applied a hemostatic agent to achieve hemostasis, and closed the incision. Patient was admitted for IV antibiotics and was discharged after four days with prescribed antibiotics.